Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted lung wedge resection, the device stapled without incident on the periphery of the right lobe, but as they were closing they noticed via the chest drain or suction system that there was an air leak from the lung. The patient had also incurred an unanticipated tissue loss. The handle was still able to recognize the reload, but the adapter had a flashing indicator light. The surgeon went back into the patient with the robot and used the stapler to resect more lung tissue just under the original staple line to complete the case.